Event description:
Customer reported the aligners are sharp and cut into their gums, along with having to get crowns due to the aligner.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.